Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case, the rio arm vibrated when the trigger on the mics was depressed and continued to vibrate when trigger was released. . The case was successfully completed with little to no delay was and without adverse consequences to the patient.

Manufacturer narrative:
Follow-up #1 and final report submitted to correct section and to update sections based on the results of investigation. Reported event: an event regarding arm vibration during reaming, involving 3.0 rio robotic arm - mics, catalog: 209999, was reported. Method & results: device history a review of the DHR associated with rio 123 found the pt review successfully passed, all associated nprs have been closed. Complaint history: based on the device identification (pn 203999) the complaint databases were reviewed from 2011 to present for similar reported events regarding arm vibration during reaming/impaction. There were 12 other reported events ( (B)(4)). Trend request for this part number has been submitted (trend request #(B)(4)). Conclusion: the log data from the case was reviewed. An analysis of the cup reaming time and on/off reamer cycles was completed. The review of the log files corroborates that the vibration could have been present during the reaming process at the start of reaming. Once the robot lift mechanism was deactivated there were no rapid on/off cycles. Among other possible contributors for ¿arm vibration¿, include unstable patient setups, unstable bone pins, and aggressive reaming techniques. The data at this time shows the mako operated as expected. No system defect or malfunction is suspected.

Event description:
The surgeon was performing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case, the rio arm vibrated when the trigger on the mics was depressed and continued to vibrate when trigger was released. . The case was successfully completed with little to no delay was and without adverse consequences to the patient.